Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator/monitor gives an error report. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that device had an error message. There was reportedly no patient involvement. The rse communicated with the customer. However, the customer refused any service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available with the customer refusing service the problem was only confirmed only by the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s0 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer refused and servicing / repair activities. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer refused and servicing / repair activities.